Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture and leak occurred. A 15mm x 4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, while placing the balloon in the coronary artery, it was noticed that the balloon was damaged, possibly perforated, even before the first inflation due to blood returning to the system. The procedure was completed with another of the same device. There were no patient complications reported.